Event description:
It was reported that (1) device was used during a stripping procedure. It was reported by the rep that the tim20 instrument malfunctioned (no details) another instrument was used to complete the case. There was no patient consequence.